Event description:
I have lattice degeneration. In (B)(6) 2011, I had lasik surgery on both eyes because I was considered a candidate. On (B)(6) 2012, I was diagnosed with a retinal detachment. I had laser surgery today to fix the retinal detachment. I was told by eye surgeon that there is newer research coming out supporting that lasik increases retinal detachments. Maybe I should have not been considered a candidate.